Manufacturer narrative:
The reagent lot number is 85054501, with an expiration date of 31-mar-2026. The field service engineer (fse) inspected the analyzer and found a blockage of growth in the vacuum tubes of one of the solenoid valves. He cleaned the vacuum tubes and the solenoid valve and verified the analyzer's performance by successful mechanical checks and qcs. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable calcium gen.2 and another assay's results from multiple patient samples tested on the cobas c 503 analytical unit. One example of discrepant results was provided: the initial result was 2.64 mg/dl. The repeat result was 8.19 mg/dl. The initial result was not reported outside of the laboratory, as it was deemed extremely low. The repeat result was deemed correct.